Event description:
It was reported to boston scientific corporation that a captiflex polypectomy snare device was used during a colonoscopy procedure in 2008, (adult female patient). According to the complainant, "during the procedure, the snare failed to pass electricity and could not cauterize [so the physician] cold snared." It was reported, however, that there was some bleeding, so the physician completed the procedure with hemostasis clip. There were no reported patient complications and the patient's condition following the surgery was reported as "fine".

Manufacturer narrative:
The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. A review of the reported lot was performed; no similar reports have been received. The june 20085 15-month captiflex snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted associated with this complaint.